Event description:
A physician attempted an arteriotomy closure of the common femoral artery using the starclose device. The clip closed off the common femoral artery. The physician performed a bypass graft to open the artery.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.